Event description:
Adverse event: "system message, system swapped out, causing 10-15 minute delay" (no code available). Product problem: system message (device displays error message). The site reported that a system message was displayed that they were unable to clear. The case was completed on another system.

Manufacturer narrative:
The system was returned to the manufacturing site for investigation and evaluation. The returned system was powered on and a service test procedure was conducted. It was found that the aux illuminator was consistently looking for a probe in port 3 even if there was no probe connected. The aus illuminator was functionally tested and was still found to meet lumens specification. The table top portion of the console did pass service test procedure and was found to meet product specifications. A review of the event log indicates that the customer ejected and reinserted the cassette, then they received the system message, infusion chamber overflow error. This can happen when you allow the filters to get wet. It appears the cassette was changed and the system was primed. At this time, the root cause of the reported event is unknown. A review of complaints for the last 24 months did not indicate any additional related reports for this system. (B) (4). (B) (4). (B) (4).